Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012; inratio inr: 2.4; lab inr: 4.5. The time between testing was within 15 minutes. There was some difficulty reported in applying sample onto well and mentioned that pt lowering finger so that blood drop touched the sample well. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.